Manufacturer narrative:
D10 concomitant product: 176625, 176625 disp endoclip lge (lot#j2c0305ny) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic total gastrectomy, the jaws of the device were not able to close. The issue was resolved by replacing it with the same model product. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: d4, d9, g3, h3, h4, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection of the tube revealed that the instrument was partially fired with twelve clips remaining. The handle was not in the correct position. The pin that connects the handle to the body was observed not aligned. It was noted the top of the body near the rotation knob was separated at the weld. Functional testing found that it was observed that the jaws would not close and the handle could not be fully actuated. The rotation knob was difficult to rotate. The condition of the instrument precludes further functional evaluation. It was reported that the jaws will not close. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when an attempt was made to fire the instrument without first loading a clip by using the trigger. The safety interlock feature was designed to prevent the jaws from closing on a vessel in the absence of a loaded c lip. If an attempt was made to forcibly fire the instrument while engaged in interlock, the lugs were designed to break as noted and the interlock feature continues to function as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: squeeze the handle firmly as far as it will go. As the handle was squeezed, the clip was held firmly by the jaws and closes around the tissue. Failure to squeeze the handle completely may result in clip malformation and possible bleeding or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.